Event description:
It was reported the leads were not functioning the way the healthcare professional (hcp) would like them to. The hcp decided to change the patient¿s implantable neurostimulators (ins). The manufacturing representative was unsure how to proceed with programming since the patient¿s new inss only had one programmed rate. Follow up with the manufacturing representative indicated that there were no issues with battery depletion. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 7426, serial# unknown, product type: implantable neurostimulator. (B)(4).